Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the symptomatic patient presented to the emergency room with infection and beginning stages of erosion. The device and leads were explanted. Post procedure, the patient was recovering. A new implant procedure was scheduled.